Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via their implanted pump for non-malignant pain. The pump and catheter were removed on (B)(6) 2016 due to infection. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.